Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. No changes were made as the episodes were deemed too infrequent and there were no consequences to the patient.

Event description:
New information received notes that the right ventricular lead exhibited additional instances of oversensing due to noise. This oversensing resulted in inappropriate mode switch. No intervention was performed. The patient was stable and asymptomatic.